Event description:
The customer observed non-reproducible, falsely elevated results on samples from three different patients on (B) (6) and (B) (6) using vitros trop I es on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased patient results were not reported and there were no allegations of harm as a result of this event. (B) (4).

Manufacturer narrative:
Ocd field service investigation on (B) (4), following the initial biased patient results and replaced a malfunctioning signal reagent pump, returning the eci to expected operation. Ocd field service investigated again on (B) (4) following the third biased patient result, and found a signal reagent subsystem leak. The leak was repaired, returning the eci to expected operation. The root cause of the imprecise, falsely elevated results is analyzer related.